Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged that the adaptor side of a power cord was tore and the cord was exposed. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously submitted report was filed incorrectly, in this report the information have been corrected and updated. Box b and box h has been updated and corrected. Correct describe event or problem with device evaluation states: the manufacturer was contacted in reference to the rep dreamstation auto bipap device. The patient has alleged that the adaptor side of a power cord was tore and the cord was exposed. There was no report of serious patient harm or injury. The device was returned to a third-party service center. The ac power cord was visually checked, and it was confirmed that there was a tear in the black coating around the root part of the connector on the side to connect to ac adapter and the black and white wires inside were partially exposed. However, the core wires were not exposed and there was no risk of electrocution at this point. Using a multimeter, the voltage was measured from the connector side and it read 101.0 vac. Twisted the power cord with fingers during the measurement, but there was no change in voltage, and it was confirmed that there were no signs of disconnection. There was no abnormality in the appearance of the returned ac adapter either, and when the voltage was measured in the same way, it read 12.49vdc (no signs of disconnection). The ac power cord was connected to dreamstation auto unit together with the ac adapter and it was confirmed that the unit was operational.

Event description:
The manufacturer was contacted in reference to the rep dreamstation auto bipap device. The patient has alleged that the adaptor side of a power cord was tore and the cord was exposed. There was no report of serious patient harm or injury. The device was returned to a third-party service center. The ac power cord was visually checked, and it was confirmed that there was a tear in the black coating around the root part of the connector on the side to connect to ac adapter and the black and white wires inside were partially exposed. However, the core wires were not exposed and there was no risk of electrocution at this point. Using a multimeter, the voltage was measured from the connector side and it read 101.0 vac. Twisted the power cord with fingers during the measurement, but there was no change in voltage, and it was confirmed that there were no signs of disconnection. There was no abnormality in the appearance of the returned ac adapter either, and when the voltage was measured in the same way, it read 12.49vdc (no signs of disconnection). The ac power cord was connected to dreamstation auto unit together with the ac adapter and it was confirmed that the unit was operational.